Event description:
Reportedly, the ICD involved in this MDR report has been explanted following patient death due to possible failure to deliver therapy on what appeared to be a ventricular tachycardia. Reportedly, review of the recorded episodes showed possible atrial/ventricular undersensing. The first episode was treated, the rest of the episodes were not treated. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf crt models approved under p0600207. Analysis is pending.